Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after eleven (11) years, six (6) months due to prosthetic aortic valve stenosis. Per obtained information, the patient was a smoker and had severe multi-vessel coronary artery disease. He was admitted to the hospital on elective basis with extremely high blood pressure and was placed on iabp. The patient was taken to the operating and the extremely stenotic aortic valve was removed and replaced with a 21mm pericardial bioprosthesis. A coronary artery bypass grafting x1 was performed before the patient was weaned from bypass on high inotropes. The patient did not improve and an impella was implanted into the left ventricle. Hemodynamics improved and the patient was transferred to the ICU in reasonable condition. The patient remained on maximum support on pod #1 and was taken back to the o.r. Due to bleeding. The chest was left open and the patient continued to have bleeding issues requiring multiple blood products. The patient was made dnr and subsequently expired on pod #2.